Event description:
The customer stated that she had a severe insulin reaction and had to be treated by paramedics. The reported blood glucose reading was 52 mg/dl. Troubleshooting was performed and found that the customer had bolused without checking her blood glucose reading prior to the event. The customer was advised to always check her blood glucose prior to delivering insulin. The displacement and self tests passed. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.